Event description:
It was reported that during an upper arm a/v fistula stenosis, the stent was bumped by a balloon and migrated. A .035 wire was used. The doctor predilated with an 8 x 4 or 8 x 6 conquest balloon. The proximal end of the stent di not deploy and was completedly collapsed. The doctor removed the delivery system. There was a tight stricture 1-2 cm from the proximal end of the stent. The distal end deployed fine. Reportedly, the doctor saw one black dot on the proximal end of the stent. The doctor went in with a balloon and accidently bumped the stent. The stent started to float up the axillae. The scrub tech compressed the axillae at the cephalic arch. The doctor opened the axillary vein and did a cut down into the vessel. The doctor cut the fluency longitudinally and used a hemostat to remove the fluency from the pt. The doctor closed and then went back into the patient and delpoyed a via bond (gore) 9 mm. The patient is currently fine. The stent is available. The delivery system was discarded by the facility.

Manufacturer narrative:
H10. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent is in transit to the manufacturing site and will be evaluated. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all alternative therapries have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.